Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported couple of times they had problems where the 'pump freezes' and their device was getting really slow. Patient stated the handset screen was getting stuck at 90 and taking a min or a half to do a complete bolus. Patient said they forgot about the steps on what to clear. Patient stated that they've been trying to clear cache but that did not resolve the issue. Agent reviewed information. Agent walked the patient through clearing the data. Patient confirmed that they were able to access the myptm app without lag. Troubleshooting steps taken on the call resolved the issue. When asked for hcp information, patient said they did not have a specific doctor.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.